Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the lv lead that was used for sensing purposes, apparently failed and noise was detected on the lead causing the patient to get inappropriately shocked. Noise was also reported on the ra and rv lead had noise, inappropriate shock and high pacing threshold. On (B)(6) 2019, the physician attempted to get access to the left side where the original system was implanted. Venogram was performed and determined that access was occluded. The device was removed from the left side pocket and all leads were capped. A new system was placed on the right side. There were no malfunctions against the device. There were no adverse consequences to the patient.